Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was not performed since there is insufficient or unconfirmed product / event information. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the vessel sealer extend instrument experienced tissue stuck on jaws. The issue occurred after the vessel sealer extend, while connected to the e-100 generator, cut, and sealed the inferior mesenteric vein. The surgeon had to slowly release the sticking tissue from the instrument jaws and sealed in a slightly different location on the anatomy. Shortly after this, the same issue occurred again when the surgeon sealed a smaller vessel nearby. No bleeding was observed. No patient injury was observed. The procedure continued as expected.